Event description:
It was reported that a user experienced rapid excursions from a high blood glucose to a subsequent low while using the ilet, with a highest reported value of approximately 400 mg/dl, and the user described prior similar variability unrelated to device use; the event recurred multiple times in a day and was addressed by disconnecting the ilet, administering a subcutaneous insulin injection, waiting, replacing supplies, and reconnecting, after which no further issues occurred. Symptoms included seizure activity and loss of motor function consistent with severe hypoglycemia. Outcomes included the need for non-medical assistance, with the user¿s husband administering a glucagon injection; no medical intervention or hospitalization occurred. Troubleshooting and education were completed, and the user later adjusted the secondary glucose target to a higher setting overnight, reporting fewer lows. Investigation included review of the event details and user actions. Investigation of this case revealed no device malfunction reported and an unclear cause for both the hyperglycemia and the subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.